Manufacturer narrative:
Submit date: 03-06-2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports patient (dr) had a dialysis catheter with a hole located at the end of the adapter. Patient required prophylactic antibiotic therapy.